Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to hyperglycemia. The blood glucose reading was 1045 mg/dl. The customer was experiencing unexplained high glucose for the past several days. Troubleshooting was performed. Reviewed the programming, and found no delivery alarms before and after her admission. The time and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 300 mg/dl, and she has treated with manual injections. The customer stated that she does not feel comfortable with the device and requested having the insulin pump replaced. No further info was provided.